Manufacturer narrative:
The alarm trace showed an abnormal aspiration (sample probe) for the ise module on the day of the issue. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service representative removed all cartridges and cleaned the acrylic blocks, inspected reagents and fluid lines, and replaced the sample probe. The qc and calibrations were within acceptable limits. The investigation is ongoing.

Event description:
The initial reporter received questionable sodium results for 1 patient sample on a cobas 8000 cobas ise module. The initial result was 132.4 mmol/l. The repeated result was 138 mmol/l. The repeated result was taken on a different analyzer and was believed to be correct. The results were reported outside of the laboratory. The electrode lot number is e2310. The expiration date was requested but not provided.